Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device would not complete its boot-up cycle. When a battery is inserted the device's display would remain blank, with the power button and shock button led's illuminated. This state is indicative of a lock-up condition. The device would not be able to provide therapy, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the likely cause of the reported issue was determined to be due to water infiltration, which caused multiple parts in the device to corrode and ultimately prevented the device from powering on.

Event description:
The distributor contacted physio-control to report that their customer's device would not complete its boot-up cycle. When a battery is inserted the device's display would remain blank, with the power button and shock button led's illuminated. This state is indicative of a lock-up condition. The device would not be able to provide therapy, if needed. There were no reports of patient use associated with the reported event.